Manufacturer narrative:
This report originally filed as 1119421-2025-02914 from manufacturing site huntington wv. The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient developed postoperative glistenings. Patient presented to the clinic for yag (yttrium aluminum garnet) capsulotomy. Additional information was requested.